Event description:
It was reported the patient's scs system was explanted for an unknown reason.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: manufacturing reference number 3006705815-2022-15708 should not have been reported as a medical device report (MDR) due to additional information indicating that the ipg was electively explanted. There was no alleged stated deficiency of the device and patient still had therapy.

Event description:
Additional information received indicated the ipg was explanted electively. No allegations of deficiency.